Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer dropped the pump which caused the usb port to be bent, which caused difficulty charging the pump. There was no reported adverse impact to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue, therefore no further information could be obtained.